Event description:
It was reported that the patient underwent a revision surgery to remove a broken 5.5 ti rod. No patient complications were reported.

Manufacturer narrative:
The device was reported to be discarded at the hospital following the removal. No product is available for evaluation. Unable to determine cause of the event.